Event description:
Patient was revised to address metal-on-metal disease, osteolysis.

Manufacturer narrative:
The complaint has been reopened because product information has been received which may change the investigation for the stem.

Manufacturer narrative:
A complaint database search finds no other reported incidents against the newly provided product and lot combinations since their release for distribution. Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.